Event description:
It was reported that the unit had a faulty display. No further information is available.

Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.